Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Other device used: catalog #unk, unknown zimmer trilogy liner, lot #unk. The device was not returned for review, therefore its condition cannot be described. The device history record could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported a patient experienced a dislocation within the first year after surgery and was reduced closed under anesthesia.